Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The end of service/end of life (eos/eol) message was reported. The patient ¿can¿t get it to turn on and charge and it hasn¿t worked for 2 days.¿ the patient programmer (pp) was tried and the patient got the eos screen. The patient has been having pain for two days. It was stated ¿also a guys backed into me in a wheelchair about 2.5 weeks ago and hit the stimulator and since then it would go on slow and then now it won¿t come on at all.¿ additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received,a follow up report will be sent.